Event description:
It was reported that the bd® flu+ syringe experienced leakage. The following information was provided by the initial reporter: a colleague noticed a leakage of fluid from the bottom of the syringe adjacent to the bung, the syringe was not used to administer the vaccine & another one was used.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 14-sep-2022. Investigation summary: a device history record review was completed for provided material number 305832 and lot number 2006404. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, slight damage to the plunger lip component was observed. This type of damage may occur during the handling of the product through the manufacturing process or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd® flu+ syringe experienced leakage. The following information was provided by the initial reporter: a colleague noticed a leakage of fluid from the bottom of the syringe adjacent to the bung, the syringe was not used to administer the vaccine & another one was used.